Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). (B)(4). Conclusion not yet available - evaluation in progress. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked at the sensor part. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems as indicated in the initial report submitted september 29, 2015. (B)(4). The actual sample was microscopically inspected upon receipt. A separation was found between the thermowell and the polycarbonate insert from the 3:00 to 6:00 o'clock positions when holding the large bore end to the right. Leak testing found the unit to leak at roughly 1000 mmhg. A review of the device history record confirmed there were no anomalies. The most probable cause is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring. The thermowell probe most likely placed enough stress on the unit to cause the adhesive to be insufficient in the affected area. This unit was sufficiently cured and sealed to pass through the manufacturer's 100% leak test; however, shipping, handling, and temperature/pressure changes may have caused the weak adhesion. (B)(4) all available information has been placed on file in quality management for appropriate tracking, trending and follow up.